Event description:
According to the reporter, during the first firing for laparoscopic colectomy, they connected reload to adapter, then the surgeon tried to resect the colon, however the device did not perform normally. Replaced by new reload, however the surgeon could not use the device. The event occurred in use for patient. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient: no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that the first reload was fully fired and the second reload was pre-fired. Both reload interlock were engaged and the jaws were open. Functionally each reload was loaded into a pmv representative instrument and each reload interlock was overridden. The first reload was cycled without hesitation or binding and the second reload was then applied to test media. All remaining staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The information booklet which accompanies each product shipment offers the following as a warning and precaution. ¿when using the endo gia reinforced reload with tri-staple technology with the idrive ultra powered handle and endo gia adapter in challenging applications, the firing sequence may stop prematurely. The propensity to stop prematurely may increase if the reload is in the articulated position. If the firing does stop prematurely, release the blue close/fire button, assess the tissue for obstructions and wait approximately 15-30 seconds to allow t issue to compress. After waiting 15-30 seconds, press the close/fire button to continue the firing stroke. The knife blade will stop automatically at the distal end of the reload when the firing stroke is complete.¿ the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.